Event description:
The customer obtained a lower than expected vitros hcg result (<2.39 vs. Expected result > 15,000 miu/ml) from a single patient sample processed on the vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. It is unknown if the affected results were reported. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a lower than expected vitros hcg result was obtained from a single patient sample while using the vitros 3600 immunodiagnostic system. The investigation could not determine a definitive root cause as the customer did not wish to investigate further. However, an instrument, reagent issue or sample mix-up cannot be ruled out as contributing factors. Information regarding the occupation of the initial reporter is unknown at the time of this report. Additionally, the exact date of event could not be confirmed.